Event description:
The clips (staples) fail to hold the skin edges together. The staple height is too high. And application of the staple is overall awkward and poor quality. Surgeon states he had to close the skin with nylon suture.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot# 73d2200036 investigation did not show issues related to the complaint.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned device revealed no clear evidence of use in the form of biological material. The trigger was not returned engaged. The stapler was returned with 31 staples in the cartridge, indicating that at least four staples were fired by the customer. No defects or anomalies were observed with the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, all 13 staples tested were formed and released properly. It was observed that the staples were formed usually wide or uneven. The returned sample was sent to the tecate manufacturing site for additional analysis. At the tecate manufacturing site, no burrs or flash were observed in the internal components. The device was functionally tested in various configurations by swapping the anvil, forming tool, spring, frame, and trigger with lab inventory components. No issues were observed. All seven staples fired by the manufacturing site were dimensionally inspected and met the relevant specifications. The reported complaint of "misfire/jam-staples not forming/closing" could not be confirmed. Per DHR the product visistat 35w 6/box lot # 73d2200036 was manufactured on 04/04/2022 a total of (B)(4) pieces. Lot was released on 04/18/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The clips (staples) fail to hold the skin edges together. The staple height is too high. And application of the staple is overall awkward and poor quality. Surgeon states he had to close the skin with nylon suture.